Event description:
The user facility reported leakage of priming solution at the connection of the sampling line and the outlet port of the oxygenator. It was found during priming. Normally, all connections are re-tightened, but not that part. (They were not aware of the said connection.) They solved the issue by disconnecting the locking part once and then reconnecting it. The procedure outcome was not reported. The patient was not harmed.

Manufacturer narrative:
Implanted date: device was not implanted, explanted date: device was not explanted, reporter occupation- clinical engineer, PMA/510(k)- k130280. The actual sample was discarded by the user facility, therefore an evaluation of the actual sample could not be conducted. Review of the manufacturing record and the product-release judgment record of the involved product/lot# combination confirmed that there were not any anomalies in them. A search of the complaint file found no other similar reports with the involved product code/lot# combination from other facilities. No anomaly was confirmed in the manufacturing related records. Since the actual sample was not returned for the investigation, the cause of occurrence could not be clarified. IFU states: "ensure that all connected parts including the luer caps, the lock adapters and the port caps are securely affixed. Loose connections may cause contamination or a blood leak.(caution)" terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).